Event description:
Customer reportedly received the following results on the mobile system: 7.5 mmol/l (11:23 a.m), 17.7 mmol/l (11.31 a.m.), 5.8 mmol/l (11:35 a.m.), 6.2 mmol/l (11:41 a.m.), and 4.1 mmol/l (11.43 a.m.). No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer has discarded the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.